Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument to perform failure analysis. The synchroseal instrument was analyzed, and failure analysis found that the electrode and its associated stake overmold appeared to have separated from the grip tip slot feature and has become embedded onto the blue spring pad. No missing material was observed. Advance failure analysis (afa) confirmed the initial failure analysis. The cut electrode was observed to be dislodged from the jaw, and the heat stake appeared to be deformed. The e-100 generator logs were reviewed, and 15 seal events were recorded with no errors and 25 transect events were recorded. There was one instance of a cut electrodes shorted error, which occurs when the user accidently touches the electrode with another metallic component. The cut electrode and blue spring pad were peeled apart, and no damage was noted to the blue spring pad.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the synchroseal instrument would not cut the tissue as there appeared to be additional plastic in the jaw of the instrument preventing the cutting. The procedure was completed as planned. No known impact or patient consequence was reported.